Event description:
The patient reported that they have experienced events five times in the past six months that required treatment from emergency medical technicians. Patient purchased test strips from a local pharmacy that were marketed and for sale internationally, not in the USA. On this particular event the suspect device result was 201 mg/dl for patient's blood glucose. A lab result was 384 mg/dl and patient was treated with an IV and given demerol and ferigrin. Patient was admitted to the hospital for 24 hours. The suspect device was replaced with new products and then authorized for return to the manufacturer for evaluation.